Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, defective event "glue of the objective lens of the distal end section was peeled off" was likely caused by stress of repeated use, external factors, or handling of the device. The event can be detected/prevented by following the instructions for use which state: inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found lost water tightness due to a dent on the distal end, a scratched bending section cover, a chipped adhesive on the bending section cover, and a damaged switch 1. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had a leakage from the insertion section. The issue was found during an unknown event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: peeled adhesive around the objective lens. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.